Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 354 mg/dl and ranged from 284, 270, 400, 260 mg/dl. The customer also received the insulin flow blocked alarm. The customer was treated with the insulin pump. The customer reported that the infusion set was bent. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The troubleshooting was performed for high glucose and insulin flow block alarm. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports insulin exits with the fill tubing. The product will not be returned for analysis.